Manufacturer narrative:
Device evaluation: the tamper seal has been removed. Physical condition of the device has a lifting downstream sensor seal. No evidence found in event history log. Reported problem was not duplicated. No fault found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump failed accuracy +9.65 psi. No patient involvement noted.